Event description:
It was reported during a vena cava filter procedure, as the dr went to put the sheath in, the tip of the sheath crumbled. No injury to the pt was reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the qc testing. This lot met all release criteria. The returned sample was evaluated. Upon initial inspection of the delivery sheath it appeared that the tip is fractured/crumpled. The result of the investigation was confirmed. The root cause is currently unk and is undergoing further investigation.